Event description:
It was reported that the patient received shocks resulting in a charge timeout. The implantable cardioverter defibrillator (ICD) is well past end of life (eol). The device was programmed off due to the patient being dnr. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the charge circuit timeout alert. Analysis of the device memory was performed and no anomalies were found. Excessive charge time noted 194 days after eri. Beyond the end of the prolonged service period (psp). No noise/oversensing noted on record. Concomitant medical products: 694765 lead, implanted (B)(6) 2011; 419478 lead, implanted (B)(6) 2011. (B)(4).